Event description:
Pt's mother called to report her daughter was hospitalized from (B)(6) 2011 through (B)(6) 2011 with "severe" diabetic ketoacidosis and "high" (>500 mg/dl) blood glucose. She says that her daughter "almost died as a result of this event." The pt is back on multiple daily injection therapy by hcp orders. No blood glucose and treatment history leading up to the event was available. The device was discarded in ER at hospital and won't be returned for evaluation.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition contributed to the pt's hospitalization. No product lot number was reported, so no qualification record review was possible. The omnipod user's guide warns, "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." To treat dka it advises "once you have begun treatment for high blood glucose check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance," and that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."